Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe did not break off but the grasping section fall off. The burnt tissue was present on the grasping section. This type of the grasping section damage is most likely related to the operator's technique. The fracture of the grasping section is likely to be caused by an excessive force applied on the grasping section. Based on the past similar cases, it was known that short circuit error occured if user activated output in the liquid in the body cavity. Based on the past similar cases, it was known that open circuit error occurred when the user activate output with the grasping section open or with grasping some insulating material. The instruction manual of the device already cautions; do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or positioning the tissue, or twisting the shaft. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the thunderbeat instrument, and then activate. Otherwise, it may cause the deforming/split/protruding of ptfe pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity.

Event description:
During an open hepatectomy, the subject device was used. In the two hours of the procedure, when the user checked the tip of the device outside the patient, the probe broke off. While in use, seal & cut short circuit error, seal short circuit error and open circuit error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported. As a result of evaluation of omsc, omsc confirmed that the breaking part was not the probe but the grasping section.